Event description:
The intraocular lens was removed and replaced at four months post operative, due to the patient's complaint of ghosting, halos and starbursts. Patient's visual acuity prior to explant was 20/20.

Manufacturer narrative:
Completed by the manufacturer. Visual inspection confirmed the lens met all manufacturing and engineering specifications, no abnormalities were found. Optical evaluation showed the lens met diopter and resolution criteria. There have been no other complaints received for lenses manufactured in this batch. Halos are a known and labeled possible side effect of multifocal lens implantation.